Manufacturer narrative:
Field event of failure to capture was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Device was programmed to high field settings and operated with rate responsive features enabled during implant period. When automatic settings are programmed, such as rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Additionally, visual inspection found no anomaly on the header related to the field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited loss of ventricular capture. Programming changes was performed. The patient was in stable condition.

Event description:
New information indicates that loss of capture was exhibited on the right ventricular (rv) lead instead of on the pacemaker (pm). However, premature battery depletion was alleged on the pm. On (B)(6) 2026, the physician explanted the pm, capped the rv lead and replaced them with new ones. The patient¿s condition was stable.